Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. Fiducials were administered transperineally prior to spaceoar vue implantation. Additionally, the needle was difficult to position and the procedure was done under local anesthesia. Magnetic resonance imaging (MRI) was performed post procedure and it showed the gel was in the rectal wall at the apex. There were no patient complications reported as a result of this event. Patient's external beam radiation therapy (ebrt) was delayed.